Manufacturer narrative:
Act, up arrow and b buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted during testing. The insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that the act button was hard to push. The customer's blood glucose was unknown at the time of incident. The customer stated that the act button was needed to be pushed multiple times to get it to work. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.